Event description:
It was reported that during the implant of a transcatheter valve, the deployment of the valve was attempted 3 times and recaptured following each deployment attempt. Upon recapturing the valve, an infold was observed. The system was withdrawn from the patient, and a new transcatheter valve and a new delivery catheter system (dcs) were used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infold. It was noted that a 5 minute procedural delay occurred as a result of the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012470420); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the deployment of the valve was attempted 3 times and recaptured following each deployment attempt. Upon recapturing the valve, an infold was observed. The system was withdrawn from the patient, and a new transcatheter valve and a new delivery catheter system (dcs) were used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infold. It was noted that a 5 minute procedural delay occurred as a result of the infold. No patient complications were reported as a result of this event. Additional information was received indicating that the valve was first recaptured due to deep deployment. The valve was recaptured a second time due to shallow deployment. The infold was first observed on the third attempt at deployment.